Manufacturer narrative:
Qn# (B)(4). The customer returned one arrow raulerson syringe (ars), two catheter/needle assemblies, and one spring wire guide for evaluation. Visual examination of the components did not reveal any anomalies or defects. The syringe was able to successfully draw and aspirate water with both returned catheter/needle assemblies attached (per amrq-000113 rev 3 req 6.1). No issues were identified. The module requirement document for raulerson syringes (amrq-000113 rev 3) was reviewed to determine requirements for air/water leakage. The document notes a deviation from iso 7886-1: "the freedom of air and liquid leakage past the piston requirement is design restrictive and is intended for an injection-intended syringe, not the ars. The opening in the center of the piston that allows passage of the inner cannula prohibits the ars from meeting the pressure and vacuum requirements as dictated by the standard. However, because the intended use of the ars is to allow aspiration of blood to ensure venous placement of the introducer needle and to aid in the insertion of the spring wire guide, the leakage requirements of a standard syringe are not applicable to the ars." A vacuum test was performed on the ars syringe to verify that the internal seal within the plunger body was intact. With the plunger body at the bottom of the syringe, the tip of the ars was occluded, and the plunger was pulled back until it stopped. With the tip of the ars still occluded, the plunger was released and snapped back into a position = 1cc from the starting position. Therefore, the internal valves of the ars are functioning as intended. The returned swg was inserted into the ars per IFU which states, "place tip of arrow advancer - with "j" retracted - into the hole in rear of arrow raulerson syringe plunger or introducer needle. Advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle." The swg passed through with minimal resistance. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit was reviewed as part of this complaint investigation. The issue of the ars leaking was not able to be confirmed by functional testing of the returned sample. The returned syringe was able to draw and aspirate water through a lab inventory introducer needle with no issues. The syringe was also able to pass the vacuum test, indicating the valves of the syringe are functioning as intended. A device history record review did not reveal any relevant findings. Based on the sample received, no problem was found on the device. Teleflex will continue to monitor and trend reports of this nature.

Event description:
It was reported the ars syringe was found leaking during puncture to the patient. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported the ars syringe was found leaking during puncture to the patient. No patient harm reported. The patient's condition is reported as fine.